Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the afternoon of (B)(6) 2025, the was alerted that the reading on the cgm was 45 mg/dl. He compared it with his bg meter and the bg meter read 70. He tried eating food to bring the cgm reading up but it did not increase. He felt symptoms of sweatiness and felt lightheaded. He went to the ER where they checked the patient's vitals and compared his cgm reading of 60 mg/dl while the bg was 200 md/l. The doctors ruled that his sensor may be faulty. He was in the ER overnight and got discharged in the morning of (B)(6) 2025. He was feeling fine after being given IV fluids. He removed and replaced the sensor when he got home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.